Event description:
Home user called dealer and per dealer the home user said the incident happened last month. A cable snapped and the right head section dropped to one side. Pt rolled over and fell out of bed and bumped the head, complained of pain but no medical treatment sought. Dealer sent out service tech and bed was removed; a new bed was set up. Bed in question was returned to the dealer.